Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the right ventricular (rv) lead helix would not extend. When the lead was removed from the body and it was noted to be bent near the electrode. The lead was not used and another lead was used to completed the procedure. Once the replacement lead was implanted the defibrillation impedance values were noted to be fluctuating. A device check conducted after the lead was implanted shows the impedance values continued to fluctuate. The lead remains in use. No patient complications have been reported as a result of this event.